Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated that no intervention will be performed at this time and the implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a drop in the battery longevity after the patient received a shock. At this time no changes have been made and the ICD remains in service. No adverse patient effects were reported.